Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2017. A procedure form received on (B)(6) 2017 stating that this right ventricular lead was connected to the right atrial port. A call was placed to technical services on 8/7/2017 stating that noise was observed in the clinic. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).